Manufacturer narrative:
H4: device manufactured between (B)(6) , 2019 to (B)(6) , 2019. H10: h10: the actual device was not available; however, a photograph of the sample was provided for evaluation.  Visual inspection was performed to the photograph using the naked eye which revealed droplets of fluid inside a bag that contained the sample which suggested a leak may have occurred. By the nature of the sample, no additional tests were performed. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked from an unspecified location. The nurse noticed there were droplets in the unopened bag and the inside label was wet. The device had been filled with 4490mg fluorouracil in sodium chloride 0.9%. There was no patient involvement. No additional information is available.